Event description:
Patient underwent partial knee arthroplasty on (B)(6) 2005. Revision was performed on (B)(6) 2011 due to collapse of medial tibial compartment and loosening of the tibial tray. The tibial tray was removed and replaced with total knee components. Report indicates that the patient had severely osteoporotic bone.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Associated package insert states under possible adverse effects: " loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excessive activity". The user facility is outside of the united states. No medwatch report was received.